Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced deep pocket pain and discomfort. The patient's implantable cardioverter defibrillator ( ICD) and right ventricular (rv) lead were both explanted. No patient complications have been reported as a result of this event.